Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the maryland bipolar forceps instrument's tip exhibited thermal damage. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool. Arcing was observed during ligament detachment with total hysterectomy. The arcing appeared to originate from the maryland bipolar forceps instrument. There was no patient injury.

Event description:
Refer to h11 for follow-up information.